Event description:
The bag broke when trying to remove it during an oophorectomy procedure. Another bag was used which also broke. The specimen was retrieved using a third bag. No pt consequences were reported.